Event description:
New information received indicated the insertable cardiac monitor (icm) exhibited oversensing of far p wave and t wave. Programming changes were made to address oversensing. No patient symptoms were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited oversensing. No programming changes was reported. The patient status was unknown.